Event description:
Stapler indicated "stapler installation failed" message following 4th firing. The stapler was also noted to be closing only approximately 1/2 way at the time of the message. FDA safety report ID# (B)(4).